Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. No damage or irregularities to the collar. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesions were located in the tortuous and calcified right (rca) and left circumflex (lcx) arteries. A guidezilla guide extension catheter was used to help with the delivery and deployment of a stent to treat the lesion in the rca. The physician then proceeded to treat the >80% stenosed lesion in the lcx. A balloon catheter was used to help deliver the guidezilla guide extension catheter to a distal position to enable smooth stent delivery. A stent was deployed. The procedure was considered successfully completed. During withdrawal of the guidezilla guide extension catheter, "something did not feel right". The physician carefully retracted the guidezilla guide extension catheter through the guide catheter where the device exited the patient's body. It was noticed that the guidezilla guide extension catheter had fractured at the collar. The two pieces were successfully withdrawn. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesions were located in the tortuous and calcified right (rca) and left circumflex (lcx) arteries. A guidezilla guide extension catheter was used to help with the delivery and deployment of a stent to treat the lesion in the rca. The physician then proceeded to treat the >80% stenosed lesion in the lcx. A balloon catheter was used to help deliver the guidezilla guide extension catheter to a distal position to enable smooth stent delivery. A stent was deployed. The procedure was considered successfully completed. During withdrawal of the guidezilla guide extension catheter, "something did not feel right". The physician carefully retracted the guidezilla guide extension catheter through the guide catheter where the device exited the patient's body. It was noticed that the guidezilla guide extension catheter had fractured at the collar. The two pieces were successfully withdrawn. No patient complications were reported and the patient's status is stable.